Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument tip was not controlled. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system. It successfully passed the cutting test with three cuts, as well as the recognition and engagement tests. The instrument demonstrated intuitive movement with a full range of motion in all directions, and the blades opened and closed properly. The instrument was fully functional, and no product issues were identified. Based on the investigation, the customer-reported issues are likely attributable to factors unrelated to the product. Correction: h8. Was updated to initial use of device.